Event description:
Initial surgery was done with ti-isola system in 2009. Another surgery was done to wash the affected area the following month, because the doctor suspects infection. The symptoms became worse again four days later, and the doctor suspects metal allergy. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
Based on the information supplied, it appears that the patient likely has a sensitivity to metal implants. No connection can be made between the post-op reaction and any shortcoming the implant or information supplied with the device. Metal sensitivity is listed as a possible adverse outcome in the IFU supplied with the device.